Event description:
Patient in bed placed on top of keep safe posey brand bed-alarm pad. Posey bed alarm sounded frequently during the night. Nurse entered room and reset alarm each time, checked connections, and bed pad placement. Morning care provided and nurse left room. Immediately notified that patient was on the floor. Bed alarm did not sound.the batteries were verified as having been in proper range although I can state without hesitation that they did not contribute to this failure in any manner. This device failed because the wires that are connected to the pad were so frayed that they were hanging on by a thread. The pads are connected to the monitor via rj-11 connectors and four associated wires (the same as you would see on a standard telephone cord). Each wire has ~8-10 twisted strands. When we received the pad in clinical engineering it was evident that the strands were completely severed on one of the 4 wires. The other three wires were in very poor condition - having been pulled out of the rj-11 connector so you could see the exposed color wire sheathing of the remaining three wires. These cords are the least durable component in this system and highly vulnerable to failing - which is quite likely why the manufacturer affixes a permanent label to the pads stating that these devices are not warranted beyond 6 months of use.====================== health professional's impression======================the device failed to alarm when the patient attempted to get out of bed.